Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on an unk date. By the two month follow-up visit, the pt had developed a urinary tract infection. Oral antibiotics were prescribed and the urinary tract infection resolved.

Manufacturer narrative:
(B)(4). Urinary tract infection. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.